Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. It was found that the system wasn't performing as expected due to a mechanical error. The issue was fixed and the system passed the system checkout. Product analysis #704241946:2021-02-24 19:09:49 cst webmremotews sfdcmnav product analysis task update workordername : wo00816011 analysis summary text : action/resolution: adjusted the ps1 5v. Performed multiple reboots and voltage stayed stable. Checked to make sure all motion positions work with no issues. Checked all motion connectors. Performed invalidate home. Performed system checkout. Unit is operational. Cable grade: a contact: james drida demo/eval unit: false hardware p/f: pass imaging modalities p/f: pass inspection and operational tests p/f: pass instruments p/f: pass is mechanical inspect failure resolved?: yes mechanical inspection failure: other mechanical inspection p/f: fail mechanical inspection summary of failure: the system has no movement, unable to open the door, move the system in any of the x,y, and z planes. This only occurs intermittently. Record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no were hardware parts replaced?: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that system had no movement. The contact was unable to open the door or move the system in any of the x,y, and z planes. This only occurs intermittently. There was no patient involved.

Manufacturer narrative:
The power conversion enclosure was replaced as a part of the event reported in 3004785967-2021-00274. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. It was reported that the power enclosure was replaced as part of a different case. The power supply voltage was adjusted as part of this case.

Manufacturer narrative:
Product analysis #704241946:2021-02-24 19:09:49 cst webmremotews sfdcmnav product analysis task update --------------------------------------------------------------------- workordername : (B)(6) analysis summary text : action/resolution: adjusted the ps1 5v. Performed multiple reboots and voltage stayed stable. Checked to make sure all motion positions work with no issues. Checked all motion connectors. Performed invalidate home. Performed system checkout. Unit is operational. Cable grade: a contact: (B)(6) demo/eval unit: false hardware p/f: pass imaging modalities p/f: pass inspection and operational tests p/f: pass instruments p/f: pass is mechanical inspect failure resolved?: yes mechanical inspection failure: other mechanical inspection p/f: fail mechanical inspection summary of failure: the system has no movement, unable to open the door, move the system in any of the x,y, and z planes. This only occurs intermittently. Record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: no were hardware parts replaced?: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the issue was a bad power enclosure with no 96v to motion interface. A new part resolved the issue.